Event description:
The electrode array was extruded in the external auditory canal (eac) before the ear cleaning procedure. However, during the ear cleaning procedure the electrode array unintentionally extruded further. The recipient has been explanted and implanted on the contra-lateral side.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the received information from the field, the active electrode array reportedly extruded into the external auditory canal. Reportedly, a supra-meatal approach was chosen for the implantation technique, which is more prone for extrusion into the external auditory canal. Furthermore, the recipient suffered from otitis media, which likely contributed to the observed issues. In addition, the electrode lead was further manipulated during an ear cleaning procedure. Finally, the device was explanted and not re-implanted on the concerned side due to anatomical difficulties. This is a final report.

Event description:
The electrode array migrated from the cochlea and it is now in the external auditory canal (eac). A possible chronic otitis has been mentioned as cause for the reported issues but this information has not been confirmed yet. A CT scan will be done in the second week of (B)(6) 2023. Re-implantation has been scheduled for (B)(6) 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.